Manufacturer narrative:
Continuation of d10: product ID 977a260 serial# (B)(6) implanted: (B)(6) 2024 product type lead product ID 977a260 serial# (B)(6) implanted: (B)(6) 2024 product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(6), ubd: 22-feb-2028, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(6), ubd: 14-mar-2028, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was caller stated that they cannot get the stimulation on their left side. Caller stated they met with their representative last month got the stimulation in the perfect spot, but as soon as they walked out of the office, they couldn't feel it anymore. Caller stated that they saw them again on tuesday and the rep said they would talk to the doctor because they could not "communicate" to the left side. Caller stated they haven't heard anything since. Agent advised caller to continue working with their healthcare provider. Additional information from the patient indicated that on (B)(6), they met with a rep to get therapy to their lower back, but they could not get relief on the left side. They stated that the hcp wants to schedule a lead replacement on the left side. The surgery is scheduled for (B)(6) 2024.